Event description:
Customer reports the use by date on the test strip vial of the advantage system is 11/20/2008; manufacturer's database and batch record confirmed the actual use by date to be 11/30/2004. No adverse event reported. Requested return of suspect device and replacement was sent.